Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during implant procedure. The initial guidewire used was difficult to pass through the lead lumen. A new wire was used, and passed through the lead easily. The lead was positioned within the patient; however, when removal of the wire was attempted, it was found to be stuck inside lead. The lead was removed and replaced. No patient complications have been reported as a result of this event. Additionally it was reported that the patient's right ventricular (rv) lead was capped and replaced due to an apparent fracture.